Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) up to 700 mg/dl. The contact reported the pump was not delivering insulin. In addition, the insulin gauge jumped from 0 units to 180 units then back down to 0 units. Reportedly, the customer attempted to address bg with the pump however, bg did not improve. While in the hospital the customer received insulin intravenously. The customer reverted to manual injections as alternate insulin therapy. The customer was released from the hospital after four hours with the issue resolved.

Manufacturer narrative:
Pump logs were reviewed and showed that insulin delivery was suspended for 26 minutes due to an occlusion alarm not being cleared. Duplication testing revealed that the device operated as expected. A functional test was performed and a different issue was identified.